Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent repair of ventral hernia with composix e/x mesh. It was noted that due to the pt being morbidly obese "a larger than expected incision was needed to be made." On (B)(6) 2008 - pt underwent excision of infected mesh, an appendectomy, placement of wound vac, and placement of a non-bard mesh. It was noted that the dome of the uterus was also involved in the underlying mesh infection and was adhered as was the left tube and ovary. On (B)(6) 2008 - pt underwent bilateral separation of components and ventral hernia repair. On (B)(6) 2008 - pt underwent resection of necrotic soft tissue with wound vac placement.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. This is morbidly obese pt with a history of chronic pain and abdominal surgery. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. It will also indicate that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.